Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he took an impact during a fall on the unit and since, it hadn¿t been charging. The patient reported that he had a CT scan done of the injured area and the unit looked intact according to the CT doctor. Additional information was received from a consumer regarding the patient on (B)(6) 2020. It was reported that the contributing factor that led to the implantable neurostimulator not charging was that he bumped it, and it would not charge afterwards. The problems with charging have not been resolved. The patient indicated that he needs an eval and that during his first appointment, he did not bring his recharger as he was not notified that he would need his charger. There were no patient symptoms or complications reported.